Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity log did indicate that the device was unable to read a valid impedance and showed evidence of poor pad contact between the patient and the pads. This indicates poor coupling that was corrected by the user to successfully deliver 4 shocks. Based on the information collected from the activity log, there was no evidence of a device malfunction. When all of the device criteria were satisfied, the device was capable of discharging without interruption and energy was delivered to the patient. The clinical data was not available for review as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient (gender unknown), the device was unable to detect the attached electrode pads. After the fourth attempt, a shock was delivered. The clinician obtained another device to continue treating the patient. Complainant indicated that during subsequent testing the device failed the self test. Complainant indicated that the patient subsequently expired.